Event description:
It was reported that the 6800 system x-ray arm does not hold it's position in the vertical direction (hinge on c-arm is letting arm drop). Case completed with another system. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to adjust the arm friction clutches. Adjusted arm friction. Showed the customer how they can adjust friction. The system was tested and found to be working as intended and placed back into service.